Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event.  Clinical factors that may have contributed to the reported event include the patient's pre-implant history, anticoagulation therapy, and related comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the clinical study database that this patient presented to the emergency department (ed) with dark "gummy" stools, "low flow" alarms, and decreased hemoglobin levels. After gastrointestinal consultation the patient underwent sa mall bowel enteroscopy with hemostatic clip placement and received a total of 4 units packed red blood cells (prbc's). The patient's hemoglobin gradually rose and was 7.8 at time of discharge. She was discharged on (B)(6) 2015 with no obvious signs or symptoms of blood loss. The medical team believed this even to be possibly related to the device and also related to patient condition.